Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. After completion of procedure, it was difficult to remove the guide from the stabilizer, it had to be removed together from the patient. Once removed from the patient, more force was required to remove the guide from the stabilizer. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.